Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, bladder problems, abscesses, infection and erosion. No other information is available.